Event description:
Cautery machine unit # [redacted] did not function properly for md throughout the whole case and she asked for the unit to be taken out of the room and inspected. Md stated that "bovie is not giving out the energy corresponding to the settings".